Event description:
A ventilator was returned to a third-party service center for service of a circuit board malfunction. There was no harm or injury reported. During the evaluation of the device at the factory authorized service center, the complaint was confirmed. The device's system board was replaced to address the issue.